Event description:
Information reported to davol by the patient: on (B)(6) 2006, patient had a composix mesh implanted. In (B)(6) 2010, patient underwent third c-section. Bowel and bladder nicked during procedure. On (B)(6) 2011, patient underwent partial mesh explant due to infection. Patient reported that some of the pieces of the mesh were adhered to her bowel and bladder and could not be removed.

Manufacturer narrative:
Based on information received from the patient, a bard composix mesh was implanted on (B)(6) 2006. Four years post implant, in (B)(6) 2010, the patient underwent her third c-section. During that procedure, her bladder and bowel were nicked. On (B)(6) 2011, the patient underwent a procedure to treat an infection that included explant of the previously placed mesh. The patient states the infection developed as a result of the c-section surgery in (B)(6) 2010, and was not related to the mesh. While the source of the infection is not said to be the mesh, it is listed as a possible adverse reaction in the product's instructions for use. Based on the information reported by the patient, no device failure has occurred.